Manufacturer narrative:
(B)(4). Additional information was obtained from a nurse that on an unreported date, the patient recovered from peritonitis and their effluent was clear. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis event. On unreported date, the patient started treatment with unspecified antibiotic(s) intraperitoneally (medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, the patient was discharged from the hospital. The patient was recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h14d19014 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, patient experienced possible peritonitis and unspecified antibiotic was injected into a heater bag for treatment of peritonitis. On the (B)(6) 2014, patient was diagnosed with peritonitis. This is the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.